Manufacturer narrative:
Physio-control has evaluated the device and was unable to duplicate the reported issue. Through an evaluation of the electronic patient record in conjunction with the device keylog file, it was verified that the device did experience a lock up condition during the patient event. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that during a patient event, their device appeared to lock up. The display went blank and the device could not be powered off. The user was able to deliver three (3) successful defibrillation shocks to the patient prior to the reported lock up. The user had to remove the batteries to power the device off. After the device was off, the user was able to power the device back on and continue care. Once the device was back on and functional, the user delivered two (2) more successful shocks to the patient. The reported delay in care because of the reported lock up condition was approximately 30-45 seconds. The customer did indicate that the first responders delivered two (2) successful defibrillation shocks prior to the arrival of the customer. The patient did not survive the event. The customer indicated that they did not believe the reported device failure contributed to the death of the patient.

Manufacturer narrative:
Physio-control replaced the system pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
The customer submitted their own medwatch report on the reported event - mw5058250.

Manufacturer narrative:
Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer reported that during a patient event, their device appeared to lock up. The display went blank and the device could not be powered off. The user was able to deliver three (3) successful defibrillation shocks to the patient prior to the reported lock up. The user had to remove the batteries to power the device off. After the device was off, the user was able to power the device back on and continue care. Once the device was back on and functional, the user delivered two (2) more successful shocks to the patient. The reported delay in care because of the reported lock up condition was approximately 30-45 seconds. The customer did indicate that the first responders delivered two (2) successful defibrillation shocks prior to the arrival of the customer. The patient did not survive the event. The customer indicated that they did not believe the reported device failure contributed to the death of the patient.